Event description:
The facility alleges thae the stapler was jamming. It is unk when this condition occurred. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
H-3 device evaluated by manufacturer: the device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information become available.